Manufacturer narrative:
The blade subject to this MDR was not returned for evaluation. Lot number information was not provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a total knee procedure, the blade created too much debris in the cutting guide. It was also reported there was no pt injury and the procedure was completed successfully.